Manufacturer narrative:
The pump passed the self test and displacement test. There was an intermittent select button response and no ramping numbers or scroll bar moving without input occurred during testing. Successfully downloaded the trace and history files using thump. The pump was cut open and the keypad overlay was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, and the keypad connector on j1/pcba 1 was locked properly. Found a crack on the select button dome switch. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and cracked select button keypad overlay. Intermittent select button response is confirmed due to a cracked button dome switch. Ramping numbers and scroll bar moving without input are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a keypad anomaly. Troubleshooting was performed and found that the numbers were ramping on its own and the scroll bar was moving with no input. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.